Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H3, h4, h6: a review of the device history record. Device history lot: part: 04.168.285s, lot: 3l12777, manufacturing site: grenchen, release to warehouse date: 29 jan 2019, expiry date: 31 dec 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a displaced femoral head fixing procedure on (B)(6) 2019, the 85mm fns bolt was removed shortly after it was implanted. The surgeon felt that the reported bolt was initially too short. The procedure was successfully completed with the use of 90mm fns bolt. It is unknown if there was a surgical delay. There was no patient consequence. Concomitant device reported: fns plate (part # 04.168.000s-us, lot # 3l31912, quantity 1), antirotation screw (part # 04.168.485s, lot # 3l12978, quantity 1), locking screw (part # 412.212s, lot # 2l56179, quantity 1). This is report 01 of 01 of (B)(4). Related product complaint: (B)(4).